Manufacturer narrative:
Date sent to FDA: 06/13/2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a recurrent incisional hernia repair surgery on (B)(6) 2011 and mesh was explanted and mesh was implanted. It was reported the patient continues to experience severe pain, nausea, obstruction of her bowels, inflammation and loss of appetite. No additional information was provided.